Event description:
The customer reported experiencing low blood glucose and went to the emergency room for something related to diabetes; she was treated with saline. The blood glucose reading at time of call was 376mg/dl. The customer stated that she was feeling sick all day, and had changed the infusion set six times. Further testing could not be performed as customer did not have more supplies. The caller stated that she will monitor her sugar level and call back if she needs. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.